Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.